Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.75x16mm promus premier¿ stent was selected for use and advanced to treat the target lesion. However, during the procedure, the stent came off from the stent delivery balloon. The physician tried to retrieve the stent for about four and a half hours but was unsuccessful. The physician then stopped the procedure and sent the patient for emergency surgery to have the stent removed from the body. No patient complications were reported and the patient's status was okay after surgery.